Manufacturer narrative:
No samples of 454322/b22063mp were received. Please note that 454322/b22063mp expired june 13, 2023. Because of insufficient information received, the cause for this portion of the event cannot be determined. Received 1rk 454322/b230133v for evaluation. No customer pictures were provided.we have no remaining inventory of either material/batch. We have no further complaints on either material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. This alleged malfunction of the device could not be duplicated. Corrected data: d4: added lot number and shelf life; h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
Customer tubes are underfilling. Customer uses competitor blood collection devices; draws a discard tube when using a sbc; holds the tube in place with thumb. Customer states short filling occurs with multiple phlebotomists with 90% of the tubes underfilling. No photos available because customer has stopped using the tubes.

Manufacturer narrative:
Complaint: (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report wll be filed.